Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using insulin from old cartridges when loading new cartridge. Customer was informed that insulin is only intended to be use for 72 hours per the user guide. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 372 mg/dl at time of event.